Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (4000 mcg/ml at 3170.2 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient has had increased spasticity for a year now and recently the healthcare provider (hcp) did imaging of the catheter and they couldn't see the catheter and thought it migrated. They were planning to do a dye study. They requested the reimbursement code for this procedure. Technical services discussed ascenda catheter imaging (three layers). Discussed volume discrepancies and the hcp stated there were no discrepancies at refills, discussed pump logs and the hcp stated no alarm logs present.